Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the none of the drawers were detected on the bus. The field service engineer (fse) tested the drawers and found that drawer connection led on the communication sled panel was off. The comm sled will be needed and replaced. The fse then remoted into the station, turned off bluetooth, and disabled all wireless connections since the system was picking up seven wireless networks. Usb power saving settings were also disabled, and after a restart, all drawers came online. On further inspection by fse, aio (all in one) was reseated, and all drawers were immediately detected on the bus. The customer confirmed that all drawers were functioning properly, and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer failed. The customer rebooted the device and attempted recovery, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.